Event description:
During a drug eluting stent procedure, the stent dislodged from the balloon. The physician deployed 1 taxus express2 stent in the tortuous proximal rca. The physician was attempting to deliver the second taxus express2 stent but was unable to track into first stent. "Equipment prolapsed out of coronary and device removed." Upon removal of the system, "only the balloon only remained, no stent." The dislodged stent was initially seen in the lv cavity. Subsequently it was believed to have embolized and was not found despite searching. As of the date of this report, the pt had no complications and was doing well. Multiple attempts have been made to obtain additional info but have been unsuccessful.